Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker showed 13 and a half years longevity for the past years. Boston scientific technical services (ts) found out that the device was using 223 percent of the power at nominals and the device was programmed well below nominals with right ventricular automatic capture (rvac) on. Moreover, boston scientific technical services (ts) also discussed that the longevity will continue to decrease if the power was increasing continuously. Additional information indicated that the device exhibited premature battery depletion (pbd). This was most likely due to the pacemaker outputs were not changed to 2.5 volts at three months post implant as most outputs are set. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.